Event description:
The technician alleged that the hi/low drifted down slowly. No patient impact.

Manufacturer narrative:
The technician cleaned and degreased the hi/low brake assembly to resolve the issue.